Event description:
It was reported that the pulse generator exhibited noise reversion on the ventricular channel. Upon review, it was noted that the noise episodes were due to wide qrs oversensing. The patient was asymptomatic. No intervention was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.